Event description:
Information was received that reported a patient had been hospitalized in 2006, due to diabetic ketoacidosis. Reportedly, when the patient was admitted her blood glucose was >550mg/dl. At the hospital the patient was treated with insulin and IV fluids. The reporter stated that before the hospitalization, the pump gave a message that read "alert-call for technical support." After the alert, they tested blood glucose, and it was running high, for which they treated with injections "3 or 4 times." They report receiving the alert message several times, and state they changed the cartridge; infusion site and battery, but still report problems for which they eventually went to the hospital for. The device will be returned or evaluation; to ensure that it is functioning correctly, and did not contribute to the reported incident.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.